Manufacturer narrative:
Follow-up #1: date of submission 06/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a blank display screen with auditory and vibratory features. The remaining testing was unable to be performed due to the blank display screen. Removal of the pump casing found that the screen was cracked. The investigation was unable to fully investigate the complaint of dim/faded display and no conclusion can be drawn. A fully functional screen that was clear and legible was restored when the damaged screen was replaced with a test screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).